Event description:
The customer reported to olympus the device had a defect in the screen. Upon inspection and testing of the customer returned device, it was observed that the inside of the light guide lens was dirty. This report is being submitted for the malfunction found during evaluation. There was no report of patient injury.

Manufacturer narrative:
The evaluation of the device revealed: insulation resistance at the tip is out of standards due to missing of cover at distal end of the device, angulation in the up direction is out of standards due to worn of angle-wire, insertion quantity is out of standards due to damage of channel tube, liquid leaks due to crumpled part of distal-end, liquid leaks due to perforation of channel tube, there is crease at the lens, the adhesive of ar is broken. Scope connector cover is deformed, there is corrosion at the connector due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received from the reporter. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that light dirt entered the light guide lens due to a gap created by physical stress. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: "preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Important information: please read before use: warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter that the reported event was identified prior to the procedure.